Event description:
The customer reported that she experienced high blood glucose results while wearing a pod. She said that the adhesive was "fine" but the cannula had dislodged. She had insulin leakage and the adhesive was wet. She also smelled insulin. She stated that she woke up at 5:30 am with a blood glucose result of 130 mg/dl. At 9:30 am, it was 350 mg/dl, and she did not feel well. She removed the pod and said that the cannula looked shorter.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No defect that would result in the cannula to fail to insert properly or the pump to fail to deliver insulin was found. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory testing. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Lot qualification records were reviewed, and the product lot met all acceptance criteria.